Event description:
A 3.0mm diameter by 12mm length s7 stent delivery system was inserted in an attempt to direct stent a 98% lesion in the mid-right coronary artery. It was not possible for the stent to cross the calcified lesion, therefore, the stent delivery system was pulled back in the coronary artery. Upon removal of the stent delivery system, the stent became lodged in the calcium of the vessel, causing it to move a reported 3/4's off the delivery balloon. During retraction into the guide catheter, the stent dislodged off the delivery balloon in the proximal target lesion. The delivery balloon was re-inserted into the dislodged stent and inflated slightly, subsequently, removing it from the pt. The lesion was then treated with pre-dilatation of a ptca balloon and deployment of another s7 stent. The pt was reported fine post procedure and there is no additional clinical sequelae reported related to the event. The calcified lesion not being pre-dilated likely contributed to the stent not crossing the lesion and the stent dislodging from the delivery balloon.